Manufacturer narrative:
This product has been returned to boston scientific; however, laboratory analysis has not been conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered shocks for what appeared to be atrial fibrillation (af) with rapid ventricular response (rvr). Additionally, it was mentioned that this ICD could not be interrogated because it was end of life (eol). Technical services (ts) was contacted and reviewed the data available. This ICD was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to correct the outcomes attrib to adv event (b2) in section b. Adverse event/product prob. This device has been returned for evaluation; however, investigation analysis is not available at time of submission of this report. A supplemental report will be submitted once investigation results become available.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered shocks for what appeared to be atrial fibrillation (af) with rapid ventricular response (rvr). Additionally, it was mentioned that this ICD could not be interrogated because it was end of life (eol). Technical services (ts) was contacted and reviewed the data available. This ICD was explanted and successfully replaced. No additional adverse patient effects were reported.